Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The inulin pump was received with an (B)(6) battery. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratched display window.

Event description:
It was reported that the customer passed away at home. The cause of death was scoliosis. The caller stated that the customer had a very deep cough which started on a tuesday. She wanted to go to urgent care as the doctor could not see her. When she got to the urgent care, the paramedics were working on her but could not revive her. She passed away on a friday. Pneumonia was ruled out. The customer also had bladder control issues. The customer's exact blood glucose at the time of death was unknown but the caller stated that it was elevated. The caller was not sure if the customer was wearing the insulin pump at the time of death. The caller was not sure when and if the device was removed. The customer was not using sensors and was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis. She did not want to upload to carelink due to the data being too old. No further information is available at this time.